Event description:
A study was conducted to analyze the outcomes of two laparoscopic splenectomy plus pericardial devascularization techniques in the management of portal hypertension and hypersplenism. In one case involving an endo gia device conversion to open surgery due to uncontrolled bleeding was required.

Manufacturer narrative:
(B)(4).